Event description:
Per a cdc mmwr report, a recipient of a blood transfusion expired. The blood transfusion unit was collected at a hospital that uses trima to collect apheresis blood products. In (B)(6) 2012, a man with non-hodgkin's lymphoma was admitted to hospital for chemotherapy and autologous stem cell transplant. His cancer was in partial remission after six cycles of chemotherapy. He had been screened for subclinical infections 14 days before stem cell collection, and all testing, including wnv nat, was negative. Stem cells were collected 8 days before admission and transplanted on hospital days 8 and 9. The patient developed gastrointestinal symptoms on hospital day 18, followed by fever and hypotension on hospital day 28. On hospital day 29, he developed altered mental status, somnolence,and respiratory failure; sedation and mechanical ventilation precluded a full neurologic assessment. Cerebrospinal fluid (csf) collected on hospital day 30 showed an elevated glucose (103 mg/dl [normal: 40.80 mg/dl]) and normal protein (44 mg/dl [normal: 5.50mg/dl]) with two white blood cells/mm3 (normal: 0.5/mm3) and 46 red blood cells/mm3 (normal: 0.5/mm3). This csf sample was negative for bacteria by gram and acid-fast stains, for cryptococcal antigen by latex agglutination, and for cytomegalovirus, bk virus, herpes simplex virus, jc virus, human herpes virus 6, and varicella-zoster virus by polymerase chain reaction (pcr); however, the sample was not tested for wnv. Magnetic resonance imaging showed meningeal and cortical changes consistent with inflammation, and electroencephalogram findings were consistent with diffuse encephalopathy. The patient's mental status did not improve after discontinuation of sedation; support was withdrawn,and he died on hospital day 47. Postmortem evaluation showed diffuse encephalitis. Wnvigm antibodies were identified in serum collected on hospital day 43. Wnv rna was detected by taqman reverse transcription-pcr (rt-pcr) on brain and spinal cord tissues collected at autopsy. The patient was hospitalized continuously for 4 weeks before illness onset without known outdoor exposure; therefore, mosquito-borne wnv transmission was unlikely. A public health investigation was conducted to determine the source of his wnv infection and prevent further transmission by removal of any contaminated blood products. The patient had received allogenic, leuko reduced, irradiated blood products during hospital days 13 - 30, including 6 units of red blood cells, 2 units of platelets, and 2 units of fresh frozen plasma. He received 2 additional units each of red blood cells and platelets on day 44. The hospital blood bank investigated the blood products received before hospital day 43, when the patient's first wnv-positive serum was collected. Wnv serologic testing was conducted on all 10 associated donors. Nine donors had no evidence of wnv infection by wnv igm enzyme-linked immunosorbent assay. One apheresis donor was positive for wnv igm antibodies and for wnv neutralizing antibodies by plaque reduction neutralization testing performed on serum collected 56 days after the implicated donation. This donor reported no history of illness before or after donation and no travel, but did report outdoor exposure with mosquito bites. The apheresis platelet unit was donated on the recipient's hospital day 9 and transfused on day 14. The implicated donation was initially screened as part of a mini pool with five other donations; the mp-nat was reactive using the cobastaq screen west nile virus test (roche molecular systems). However, all of the units comprising the minipool were nonreactive when tested by ID-nat using the same assay and were released into the blood supply per FDA guidance at the time of the investigation (2). In addition to the implicated unit of platelets, fresh frozen plasma was also derived from the original donation but was not transfused. The quarantined unit of fresh frozen plasma was retrieved and tested for wnv. Freshly thawed aliquots from this unit were reactive for wnv on four of five replicate cobas taq screen west nile virus tests, but wnv rna could not be detected by conventional taqman rt-pcr. An aliquot from the same plasma unit, tested 58 days after being thawed and stored at 39.2°f (4.0°c) was nonreactive by the procleix wnvnat assay (gen-probe incorporated). The unit was positive for wnv igm antibodies by microsphere-based immunosorbent assay, wnv immunoglobulin g antibodies by enzyme-linked immunosorbent assay, and wnv neutralizing antibodies by plaque reduction neutralization testing. Per FDA guidelines, the donor was deferred from making further donations for 120 days after the implicated donation. The donor had made seven donations of platelets and plasma in the 120 days before the implicated donation, and one donation of platelets and plasma 35 days after the implicated donation. The blood products from those donations had been transfused to nine recipients. Four of these recipients had since died; however, their deaths were thought to be related to causes other than wnv infection because none had discernible signs or symptoms of wnv disease. However, no clinical samples were available for testing. The five surviving recipients were monitored clinically and remained asymptomatic but were not tested for wnv infection. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to a patient death, although no evidence suggests the trima caused or contributed to the death.

Manufacturer narrative:
Citation: centers for disease control and prevention. (2013, august 9). Fatal west nile virus infection after probable transfusion-associated transmission - colorado, 2012. Mmwr. Morbidity and mortality weekly report. Vol. 62; no. 31. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The morbidity and mortality weekly report from centers for disease control and prevention stated, "since the implementation of routine screening of blood products for wnv, transfusion-associated wnv infections have been rare. However, clinicians should consider wnv disease in any patient with compatible symptoms who has received a blood transfusion during the 28 days before illness onset. This is particularly important in immunosuppressed patients, such as stemcell recipients, who might be more susceptible to wnv infection at very low viral concentrations in the transfused blood product and, once infected, are at greater risk for developing wnv neurologic disease."there is no evidence from the external public health investigation that the patient death was caused by the trima accel system or disposable set. Root cause: this disposable set was unavailable for specific root cause analysis. The probable root cause for this patient death was due to a transfusion-associated transmission via platelets collected from an asymptomatic infected blood donor. According to the morbidity and mortality weekly report, "it is likely that this transfusion-associated transmission occurred because the donor had a waning viremia that was sufficiently low to be inconsistently identified by either mp-nat or ID-nat. Nats performed during initial screening and during retrospective testing of the plasma co-component from the implicated donation yielded discrepant results."

Event description:
The customer declined to provide patient information.